Event description:
It was reported that during central processing, the force bipolar instrument was found with a broken black wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.